Event description:
A 3.0mm diameter x 15mm length (MFR # 2953200-2010-01932) and a 3.0mm diameter x 30mm length (MFR # 2953200-2010-01933) endeavor sprint rapid exchange (rx) drug-eluting coronary stents were deployed in the prox lad and prox circumflex of a pt. Cardiac status at time of procedure was asymptomatic post-mi. Stents deployment was successful; however, it was reported that 1 day post implant of relevant stent, the pt suffered an mi. No other clinical sequelae were reported. The pt was asymptomatic at 30-day f/u.

Event description:
According to the death certificate, patient died due to septicemia, bronchopneumonia and copd

Manufacturer narrative:
(B)(4). Evaluation: results: (mi).

Event description:
Additional information received reported that approximately 23 months post index procedure, patient death occurred. Cause of death was reported as pneumonia and sepsis. The investigator assessed that there was no relationship between the event and the study device.

Manufacturer narrative:
(B)(4)